Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an alarm log review was performed. During visual inspection a damaged safety slide clamp shim was identified; the cause could not be determined. To correct the condition, the safety clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged safety slide clamp shim. No additional information is available.